Event description:
The patient reportedly underwent total hip arthroplasty in 1989. On 1/9/97, the patient underwent revision surgery to replace the modular femoral bearing head and a worn acetabular insert. During the revision surgery, the surgeon reportedly experienced difficulty removing the femoral bearing head from the stem, and as a result, decided to replace the entire stem.